Manufacturer narrative:
Device was used for treatment, not diagnosis. Adverse event: product problem. Common device name: device as a screw part number 207.632. Original reporter was a nurse. Patient information not available for reporting. (B)(4). Explanted sometime in (B)(6) 2014. Device is not expected to be returned for manufacturer review/investigation. (B)(4): this event resulted in added intervention to create additional incision to remove the broken piece. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from (B)(6); this report is against user facility #mw5042553 only additional and/or corrected information will be contained in this report. It was reported that a portion of a guided threaded wire 1.25 x 150mm broke off in the right elbow joint upon insertion to stablize a fracture. A second incision was needed to be made in order to remove the piece, steri-strips applied to incision. This complaint is for one device. This report is 1 of 1 for (B)(4).